Event description:
A customer in the us reported high uibc and (B)(6) patient results on their au640 analyzer. No erroneous results were reported outside the lab. There was no change to patient treatment.

Manufacturer narrative:
Troubleshooting was performed over the phone. A leaking r2 probe and bubbles in the r2 wash syringe were found. The r2 probe leak was resolved after replacement of the r2 wash syringe. (B)(4). Customer resolved the issue